Manufacturer narrative:
The beckman field service engineer (fse) evaluated the au5800 clinical chemistry analyzer and replaced the buffer valves to resolve the issue. The fse performed calibration and quality control, which all passed. The fse verified the analyzer resumed normal operation. Information not provided by customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported obtaining erratic ion selective electrode (ise) sodium (na), potassium (k) and chloride (cl) for 15 patient samples on their cell 2 of au5800 clinical chemistry analyzer. The customer did not release the results out of the laboratory. The customer repeated the samples on another au analyzer with results were normal. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient demographics. The customer provided examples of the initial results for three (3) patients.